Event description:
After approximately 30 hours of intra aortic balloon therapy, alarms sounded and a leak was detected at the distal end of the balloon. The intra aortic balloon was removed. No pt injury or further complications occurred as a result of this event.